Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his sensor has been alerting with cal errors and change sensor alerts. His blood glucose at the time of incident was 126 mg/dl. Customer stated that his insulin pump went into threshold suspend with the sensor glucose at 60 mg/dl but the blood glucose at 120 mg/dl. The customer was advised to call back if he were to receive a cal error or change sensor alert again. No products were returned and a replacement sensor was shipped to the customer.